Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to increased threshold. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the patient was in good condition post-procedure.